Manufacturer narrative:
H2, correction: fdd code updated to a0908. Fdc code d18 updated to the already reported software analysis. Imf code updated to f26 and f1908. Img codes g02008 and g0200803 updated. Ime code updated to e2403. H7 and h9 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicate and the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a nexframe deep brain stimulation (dbs) procedure, the navigation system was missing a digit on the depth to target measurement. It was reported that the depth measurement on the cadmodel was used to complete the procedure. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. It was noted that in a later procedure on a separate patient, the reported issue did not recur.